Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ec 46822. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the error was unable to be repeated or replicated by analysts. The software was reloaded as a preventative measure but no fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.